Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the low blood glucose level was caused by physical activity that day. Customer stated he had worked out, then mowed the lawn and walked the dog. He also reported he had suspended the insulin pump for 6 hours. Blood glucose at the time of the admission was 34 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.